Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had a peri-prosthetic acetabular fracture with dislodgment and protrusion of the left acetabular component of the left total hip arthroplasty. Following the primary procedure in (B)(6) 2015, patient developed wound necrosis and skin breakdown and draining hip. At that time she had an I&d wash-out. Following this there was also significant osteoporosis and a weakness of the medial wall. Patient fell in the bath tub and had a displaced acetabular component and complete comminution of the medial wall. Revision surgery occured (B)(6) 2016. All components revised except femur.

Manufacturer narrative:
Reported event: an event regarding an acetabular periprosthetic fracture involving a trident shell following a infection was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: not performed as no medical records were received for review by a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined due to a lack of provided information. Further information such as pre- and post-operative x-rays, primary operative reports, medical records, patient details, hipotology reports and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the patient had a peri-prosthetic acetabular fracture with dislodgment and protrusion of the left acetabular component of the left total hip arthroplasty. Following the primary procedure in (B)(6) 2015, patient developed wound necrosis and skin breakdown and draining hip. At that time she had an I&d wash-out. Following this there was also significant osteoporosis and a weakness of the medial wall. Patient fell in the bath tub and had a displaced acetabular component and complete communinution of the medial wall. Revision surgery occured (B)(6) 2016. All components revised except femur.